Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) had no helium pressure displayed on the main screen, calibration test failed, and maintenance confirmed mainboard failure. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during the inspection, iabp helium pressure did not display, iabp mainboard was broken, iabp mainboard was replaced, fault eliminated, equipment passed pre-use inspection, equipment passed all factory-specified performance and safety index tests. Equipment has been delivered to customers and can be used clinically.